Manufacturer narrative:
Pump received with blank display. Unable to verify failed batt test alarm or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor or motor. However, corroded battery tube noted during visual inspection. Swapped out the test case and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube. Blank display due to corroded battery tube. Failed batt test alarm was unknown. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1711kl. The customer called back after receiving a replacement battery cap. The customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1711kl was requested and customer response was the device will be returned.